Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into an annulus sized at 83.2 millimeter (mm), it was reported that the valve load was unremarkable. The valve was loaded one time and the load was confirmed via visual check, tactile and fluoroscopy. An infold within the loading was not identified either. A pre-balloon aortic valvuloplasty (bav) was performed with a non-medtronic 26 mm balloon. During the first attempt to position the valve, after deployment, a clear infold involving nodes 0-3 was seen in the valve stent. The valve was recaptured once and withdrawn from the patient. The valve and delivery catheter system (dcs) were replaced. The replacement valve was loaded successfully. During the first attempt to position this replacement valve, a clear infold was reported on the second valve. The valve was recaptured and withdrawn from the patient. Of note, the target implant depth was 3 mm and an attempt was made to align the commissures. Per the physician, annular calcification may have contributed to the infolds. A non-medtronic valve was ultimately implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: images were submitted to medtronic for review. An incomplete set of case cine¿s were provided for review. The report s tates that no infolding was observed, however, the below images show a certain degree of infolding. An image shows infolding that appears to extend past the 4th node. As shown by another image this would indicate a misload. It is noted that image quality was very poor as case cines were recorded by videoing a cath-lab monitor. The alongside image shows evidence of the pre-balloon angioplasty valvuloplasty (bav) and as stated in the report this was with a 26mm balloon. The balloon appears to be full inflated with no apparent restriction. An image shows the initial steps of deployment. There is further evidence of frame infolding as indicated in the image. Infolding is also visible in parts of the valve that are unreleased. Because of this, and because there is little interaction with the valve and anatomy at this point, it is unlikely infolding was caused by patient anatomical factors. The image alongside shows the valve at 80% deployment with clear signs of severe frame infolding. It was noted in the report that the above deployment attempt was recaptured and removed from the patient. There was no evidence provided of the recapture and removal. Another image shows the load inspection of the second valve which also appears to show signs of infolding up to the 4th node. It is noted that image quality was very poor. Best practices state that any infolding that reaches or passes node 4 would indicate a misload. As the image alongside displays, it appears that frame infolding extends to node 4 and beyond. Another image shows the valve before initial release and at 80% deployment. In both images frame infolding is visible as indicated. Most notable is the frame infolding in the first image as the valve has yet to be released. Infolding due to patient anatomical factors is unlikely. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets appeared severely dehydrated with desiccated tissue. Leaflets were stiff exhibiting severe creases, thinning and imprints. All leaflets appeared to be in partially closed position with a large gap between all free margins. All commissures were dehydrated yet intact. The valve was received in a compressed state. The valve was submerged into a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.